Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, the wire anchor of truetome 44 had dislodged from the catheter before it was used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened. The device was observed under magnification and the cutting wire was blackened, and the distal pierce hole was torn. As a result of the torn working length the device would not be able to bow. The tip had a mark of pressure applied over the device. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis, it was found that the cutting wire was blackened. The cutting wire being blackened indicates that the device was energized. It was found that the distal pierce hole was torn and the tip had a mark of pressure applied over the device. Based on the condition of the device, the problem found could have been caused when the device was bowed when the tip was not completely out of the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, the wire anchor of truetome 44 had dislodged from the catheter before it was used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.